Event description:
It was reported that the right ventricular lead high-voltage coil impedance was high. The lead remains in use. No patient complications have been reported as a result of this event.